Event description:
The customer contacted baxter's technical service center to report a high drain xxx/call pd nurse alarm on a homechoice (hc) device that occured at the end of therapy, while the patient was not connected. The high drain alarm number was not known. The high drain xxx/call pd nurse alarm indicates, the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. The home patient (hp) stated that she used the 4.5 dex solution last night, and she normally uses the 2.5 dex. The initial drain was 21 ml and the ultrafiltration (uf) was 2199 ml. The baxter technical service representative (tsr) initiated a swap of the device. The nurse will program the new hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Homechoice was returned for device evaluation for the reported issue of increased intra-peritoneal volume (iipv). The reported issue was confirmed in the event history log review. The cause was determined to be use error, tidal total uf removal set too low. The device passed rite testing pertaining to volumetric accuracy and temperature functional performance; the device was found to meet specifications relative to the complaint of iipv- adult (high drain volume 104). The reported issue of iipv- adult (high drain volume 104) was not confirmed during sample evaluation. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. Pg 12-30 has the warning that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an iipv situation. " section 13 "topic 4: tidal therapy" gives the trainer instructions on how to properly set tidal therapy values. On pg 13-9 the instructions state "a good starting point would be, at a minimum, to review a drain history over the previous seven treatment days. The total amount of uf over the seven days should be added and then divided by seven to obtain an average daily uf goal." The suggested setting for total uf is described on pg 12-30 as "seventy percent of the normal night uf is a good starting point for determining the optimum total uf. "

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A follow-up report will be filed if the device is received and evaluated, or if additional relevant information is obtained.